Event description:
The report we received from the affiliate indicated that the guide wire kinked during insertion through the sheath. Furthermore, some resistance was encountered while advancing the wire. The procedure was completed using another avanti sheath and another emerald wire and no patient injury was reported as a result of the problem. Both devices, the sheath and the guidewire, were returned for evaluation; however, during visual analysis of the guidewire, it was found that the polytetrafluoroethylene (ptfe) coating was scraped at various locations of the wire.

Manufacturer narrative:
While inserting an emerald diagnostic guidewire through an avanti+ catheter sheath introducer, resistance was felt and the wire kinked. No patient injury occurred. Minimal clinical details were provided; it is unknown if any scarring was present at the access site or if the vasculature was calcified or tortuous. Analysis of the returned wire confirmed scraped ptfe material, relaxed j-tip and bends and kinks throughout guidewire. As received, the specimen wire does not present any obvious indications of manufacturing defects or anomalies. Except where noted, the specimen wire appears to be visually and dimensionally correct. The joints appear to be intact during visual at 18" and at 20x magnified as well as by non-destructive pull test. The complaint narrative stipulates the kink damage occurred "during insertion and some resistance was encountered while advancing". This statement suggests the possibility that an unsupported length kinked as the wire was advanced clinically either due to resistance or misalignment with the avanti sheath entry. The bend damage located 2.30 to 12.55cm from the distal tip appears consistent with advancing the device against resistance. It is unclear from the complaint narrative if resistance was felt prior to the kink damage to the wire shaft. The j-form is slightly relaxed, possibly due to a combination of the used condition and the biomaterial residue in the inner lumen of the specimen device. The specimen presents severely scraped ptfe coating 46.4 to 46.6cm from the distal tip in the vicinity of the kinked shaft condition, and minor scrapes scattered throughout the length of the specimen; biomaterial deposits on all surfaces throughout the length of the specimen. The nature of the damage appears to indicate procedural factors may have impacted the event as reported. The complaint of damage can be confirmed, but the root cause for the damage remains speculative and inconclusive. These observations and suppositions are based on the evidence presented by the sample article and the supporting documentation. Since the user facility was unable to provide lot traceability, it was not possible to review the device history records relative to the manufacturing, inspecting and packaging of the above-mentioned guidewire. The complaint was confirmed. The cause of the ptfe scraping of the wire could not be conclusively determined; however, it does not appear to be manufacturing related. It is known what factors may have contributed to the event.